Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular lead, pericardial effusion occurred as well as injury to the coronary sinus. The lead was not implanted. No further patient complications have been reported as a result of this event.